Manufacturer narrative:
(B)(6). Device evaluation: the device was not returned and therefore device analysis could not be completed. The valve was implanted in the patient. A media review was conducted. The lotus edge valve was successfully implanted in an acceptable position with a visible waist. The cause of the reported event cannot be determined from the available media.

Event description:
(B)(6) study. It was reported that the patient developed left bundle branch block. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve involving successful repositioning into the proper anatomical position, in accordance with the instructions for use (IFU). Post procedure event summary: six days post index procedure, the patient developed left bundle branch block.

Event description:
Respond edge study. It was reported that the patient developed left bundle branch block (lbbb). Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve involving successful repositioning into the proper anatomical position, in accordance with the instructions for use (IFU). Post procedure event summary: six days post index procedure, the patient developed left bundle branch block. It was further reported that the actual onset date of the lbbb was on the same day post index procedure. No diagnostic tests were performed. No action was taken to treat the event.

Manufacturer narrative:
A1:patient identifier: (B)(6). E1 initial reported phone: (B)(6). H3: device evaluation: the device was not returned and therefore device analysis could not be completed. The valve was implanted in the patient. A media review was conducted. The lotus edge valve was successfully implanted in an acceptable position with a visible waist. The cause of the reported event cannot be determined from the available media. New information/ corrections: correction: b3: date of event. B5: correction/ new information.